Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan surgical lead, 70cm. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted ipg found it to be satisfactory

Event description:
A report was received that patient's pocket site and midline incision has opened up. The physician decided to wash out the midline incision, reclose the incision and relocate the pocket site, during which the ipg was replaced. It was physician preference to replace the ipg, no malfunction or infection was suspected. The patient is doing well following the revision.